Event description:
It was reported that a revision surgery occurred to remove two implants at the c6-c7 level that had migrated posteriorly toward the canal. The patient was presenting with myelopathic symptoms. There was no event that was known to have caused the implant to shift or migrate. The patient was fused anteriorly.

Manufacturer narrative:
Device evaluation: the returned device was evaluated. Visual inspection revealed the articulating surface of the polyethylene insert showed worn machining marks, multidirectional scratches, burnishing, and deformation. The endplates and polyethylene insert had evidence of damage consistent with impingement. Potential cause: root cause was unable to be determined. It is possible that the implant is over-sized for the disc space, the device was not centered when placed, or the incorrect implant height was chosen for this patient. DHR review: the DHR was reviewed. There were no nonconformances or temporary deviations associated with this failure on this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a revision surgery occurred to remove two implants at the c6-c7 level that had migrated posteriorly toward the canal. The patient was presenting with myelopathic symptoms. There was no event that was known to have caused the implant to shift or migrate. The patient was fused anteriorly.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery occurred to remove two implants at the c6-c7 level that had migrated posteriorly toward the canal. The patient was presenting with myelopathic symptoms. There was no event that was known to have caused the implant to shift or migrate. The patient was fused anteriorly.